Event description:
(1) an incident occurred in a patient's apartment involving a 590 concentrator. (2) the patient, a known smoker, was awakened by a smoke alar. (3) the patient's apartment was on fire. (4) they knocked on the doors of other residents to notify them of the fire. (5) patient was taken to the hospital for treatment of minor burns to their hand. (6) a fire fighter was also treated and released. (7) the patient's apartment and both neighboring apartments were destroyed.